Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual. The hcp reported that the patient stated it was taking longer and longer to recharge their ins. The hcp reported that the patient was charging daily and they charge to 100%. The hcp reported that the patient has not made any changes to their stimulation settings. No further troubleshooting could be conducted due to lack of access to the product. No patient symptoms were reported. No further patient complications have been reported as a result of this event.